Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right atrial (ra) lead, measuring greater than 2000 ohms. It was noted the out of range measurements intermittently occurred. Boston scientific technical services (ts) recommended evaluating the ra lead. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right atrial (ra) lead, measuring greater than 2000 ohms. It was noted the out of range measurements intermittently occurred. Boston scientific technical services (ts) recommended evaluating the ra lead. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated the ra lead continued to exhibit intermittent high out of range pacing impedances. Noise was recreated with isometrics/pocket manipulation. This ra lead remains in service. No adverse patient effects were reported.